Manufacturer narrative:
The device was received for evaluation contaminated with chemotherapy. A visual inspection was performed with the naked eye. The reported condition was not observed. The reported condition could neither be verified nor refuted. Further testing could not be performed due to the condition of the sample. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a chemotherapy leak was observed from an interlink solution set. The chemotherapy leaked from the filter on the paclitaxel set. The set was infusing doxorubicin/etoposide/vincristine in normal saline when the leak was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.